Event description:
User experienced discrepant ise results for multiple patients for greater than one week. The user could not provide a specific number of patients involved or the exact duration of the issue. One pt example for potassium was provided. Initial result 32.7 mmol/l, repeat 3.8 mmol/l. Erroneous results were not reported. The field service rep determined a defective seal in sipper syringe to be the cause and replaced the seal. Ise performance tests were performed.